Manufacturer narrative:
The bur subject to this complaint was returned for evaluation. It was visually confirmed that the bur broke off inside the device. Lot no details were not provided. It was not possible to determine the definitive root cause for the breakage.

Event description:
It was reported that the bur broke off inside the device. It was further reported that the circumstances surrounding the usage of the device at the time were unknown. No adverse consequences were reported.